Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury".

Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, the patient developed an access site hematoma. As treatment, anticoagulation therapy was held and evacuation at the cut down site was performed. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. To conform to updated procedures, section d6 was revised with updated information.